Manufacturer narrative:
Inspected three opened/used sensors and found all three sensors with cannula bent and stuck to adhesive tape. Unable to confirm customer received sensors in said condition due to customer returned opened/used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 400 mg/dl and the sensor glucose was in the 40s mg/dl at the time of the incident. Blood glucose went up to 500 mg/dl. Customer was unable to troubleshoot. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.